Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert sounded, and the right ventricular (rv) lead exhibited spikes in impedances to high levels. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the superior vena cava (svc) coil exhibited a possible fracture. The svc coil was programmed off and the rest of the lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.